Event description:
Pt had 2 stent grafts placed in 2008. At approximately 10 weeks later, surgeon performed a resection of thoraco-abdominal aneurysm and removal of thoracic aorta stent and noticed that one stent seemed to have a tear in the graft that leaked. It is believed that the leak may have forestalled possible paralysis.